Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins). The patient had to have either the device or leads replaced because the patient lost weight and the battery was coming out of the patient¿s butt and she couldn¿t stand up straight. It was noted they ¿just dug a deeper hole in her bottom.¿ the patient stated she lost (B)(6) and the thing was really loose. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).